Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.

Event description:
The customer reported via phone call that the reservoir compartment was broken off. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.